Event description:
The customer's mother reported a frozen display and an alarm. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen display and no button response due to a faulty component on the liquid crystal display board. Unable to test for the alarm due to the frozen display and no button response.